Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, the customer delivered a food bolus and did not consume the amount of carbohydrates use for the bolus calculation. Customer's blood glucose (bg) was 48-53 mg/dl and food was consumed to address low bg.